Event description:
In 2001, a patient underwent root canal treatment. During the procedure a small piece, approximately 8 mm in size, of an unidentified endodontic file broke off and became imbedded in the patient's tooth. The patient allegedly required oral surgery to extract the piece of the file from the tooth.